Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-20494. It was reported the pt has two scs systems to stimulate the back and legs. The pt reported the spinal scs system would not communicate with the charger or pt programmer. It was further reported both chargers were heating up causing discomfort. Reference MFR report # 1627487-2013-20496 regarding the peripheral scs charging system. The pt has been without stimulation for the past 5 months but as of a month ago was able to recharge. The pt was to have a consultation with the sjm representative at a future date. A replacement charger was sent. See reference MFR report # 1627487-2013-7116 regarding burning at the lead site. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Recall: 1627487-07262012-001-c. This ipg serial number was included in a field advisories and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.